Event description:
It was reported that during a da vinci lobectomy surgical procedure, it was noted that the insulation of the tip of the permanent cautery spatula instrument was chipped. The item was removed immediately. The planned surgical procedure was completed. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. Intuitive surgical inc. (Isi) has made several attempts to contact the site to obtain additional information concerning the reportable event; however, no additional information can be provided as of this date of this report. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the insulation at the tip of the instrument was chipped and a piece fell into the patient. However, at this point its unknown how the broken piece was retrieved.